Event description:
Doctor reported that a file separated in the canal during a procedure. After an unsuccessful attempt at retrieving the separated piece, the patient was referred to a specialist for further treatment. Outcome of the event is not known as of this report.